Manufacturer narrative:
510k: this report is for an unk - constructs: lcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: allis, j.b. Et al. (2020), dual versus single-plate fixation of midshaft clavicular fractures a retrospective comparative study, jbjs open access, vol. Xx, pages 1-7 (USA). The purpose of the current study was to retrospectively compare the patient-reported outcomes and rate of implant removal between patients undergoing fixation with a single, superior plate and dual plating for completely displaced clavicular fractures. A total of 44 patients with displaced midshaft clavicular fractures underwent orif using a 3.5 mm lcp superior clavicle plate (synthes for 21 patients and a dual plate construct for 23 patients. The following complications were reported as follows: 5 patients had implants removed due to implant-related symptoms. 1 patient had an implant removed due to a wound infection. This patient had irrigation and debridement. 1 patient had a subclavian vein laceration. This report is for an unknown synthes 3.5 mm lcp superior clavicle plate. This report is for one (1) unk - constructs: lcp. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.